Manufacturer narrative:
Concomitant medical products: product ID 3387, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for dystonia. It was reported that an out of range (oor) error message was displayed on the patient programmer (pp) a few days prior to date notified. As a result, the implantable neurostimulator (ins) was checked which showed impedances 20,000 ohms or greater. The device settings are as follows: amplitude 3.4v, pulse width 90us, rate 160hz/pps, unipolar polarity, electrode c for anode, electrode 2.3 for cathode, and 24 hr/day usage. It is unknown if there were any environmental or external factors that led to the issue, with the patient under observation as an action/intervention to the issue. However, the issue remains unresolved at the time of the report. Further information received on (B)(6) clarified that the patient did not have any subjective symptoms, nor injury/complications. At the time of additional information that patient was still under observation and did not visit the hospital.